Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device in question. The eval was able to confirm and reproduce a "door latch error". The eval found the force required to secure the door with a loaded IV set to be above expected levels and if not applied will cause the unit to not recognize a closed door. This was found to be caused by the door hooks being out of adjustment. The door hooks and latch pins have been replaced.

Event description:
It was reported that a spectrum pump had a "door latch error." It was also reported there was no pt incident.